Event description:
It has been reported that one bd¿ needle 30x1/2 rb has been found containing mixed product before use. The following has been provided by the initial reporter: it was reported that the needles were labeled correctly but contained a different needle. Event description: wrong needle inside package.

Manufacturer narrative:
H.6. Investigation: 65 samples were received. They came in a shelf box. The shelf box label calls for the lot# 9193522. The shelf box has printed the 305105 catalog#. The samples have sealed the packaging blister. They all have printed the lot# 9193522 with the top web having printed 305106, 30gx 1/2rb. The samples were visually inspected. They all are 30x ½. The reported failure could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ needle 30x1/2 rb has been found containing mixed product before use. The following has been provided by the initial reporter: it was reported that the needles were labeled correctly but contained a different needle. Event description: wrong needle inside package.